Manufacturer narrative:
Device manufacture date not available.

Event description:
Caller reports some plastic surrounding the interconnector of this inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Event description:
Caller reports some plastic surrounding the interconnector of this caller reports some plastic surrounding the interconnector of this caller reports some plastic surrounding the interconnector of this inform meter is melted. No adverse event reported. A request was made inform meter is melted. No adverse event reported. A request was made inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent. For the return of the device, replacement was sent. For the return of the device, replacement was sent.

Manufacturer narrative:
Device manufacture date not available.